Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that during an initial hip arthroplasty, after the screw was fully seated in the acetabulum, the surgeon noticed 3 small pieces of metal wire sticking out from the hole where the screw was implanted. Two of the pieces were loose in the cup and one had to be pulled out of the cup/screw interface with an instrument. Surgeon felt like the metal came from the screw as he was threading it into the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the provided pictures identified the three pieces of metal as reported. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.